Event description:
During meniscal suture procedure using four fast-fix devices it was reported they were all faulty; the anchor was incorrectly fitted. (Other lot#-50461179, 50528405, 50535275) this was not noticed out of package but only when the surgeon attempted to deploy the anchor, which was impossible to implant. The procedure was not able to be completed as planned due to the customer no longer having any backup devices. The surgeon decided to change his strategy and did a meniscectomy on the patient instead. The delay in the procedure was about 20 minutes. The surgeon is experienced at performing meniscal sutures and perfectly knows our device fast-fix 360. The 1st implant is well positioned behind the meniscus but the second implant came loose from the needle (the surgeon has not changed anything in his surgical technique). No patient injury was reported post-op.

Manufacturer narrative:
No product is returning for analysis purposes. (B)(4).